Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin shaft rewind error, with repeated restarts unsuccessful and the device subsequently shut down per instructions; the user¿s blood glucose was not affected, and the user was advised that data would not transfer to the replacement and to continue cgm use via dexcom app or receiver. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included replacement supplies shipped and user education and troubleshooting completed, including return of the affected pump with a provided label. Investigation included review of device history and user-reported performance and verification of the alert in device history. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.